Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-04541. It was reported diagnostics showed high impedances on both leads. In turn, the system was explanted and replaced, due to lead fracture and migration, to address the issues. Therapy was restored in post-op.